Event description:
It was reported to philips that the c-arm propeller movement was not available. The device was in clinical use at the time of the reported event. No harm was reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, planned treatment was performed by the customer and completed as planned by using another system. The philips remote service engineer (rse) analyzed the system remotely and confirm that the propeller movement was not available. Upon troubleshooting rse found that the problem with headband and cbct movements; the propeller motion was unavailable; as a result, it was not possible to perform cbct in a nursing position. Philips field service engineer (fse) went onsite and found that clea z ceiling calibration were not performed, and triple amc board was defective. To resolve the issue, fse replaced the amc drive motor and performed the calibration. After replacement, the system was returned to use in good working order. The codes were updated based on the investigation outcome.